Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer stated that when it was attempted to deliver a bolus the numbers were ramping and the insulin pump alarmed. The alarm history revealed a battery alarm. No further testing was performed.